Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/05/2016 that on (B)(6) 2016, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. Data was provided for evaluation. The reported loss of connection was confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a pairing test could not be performed because the transmitter had no voltage. Initially, data was reviewed and confirmed the reported event of a loss of connection. A root cause could not be determined.